Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). The model number has been corrected to 2088tc/46 from 2088tc/52. The expiration date has been corrected to 03/31/2017 from 04/30/2017. The manufacturing date has been updated to 03/2014 from 04/2014.

Event description:
It was reported that the atrial lead had dislodged and exhibited increased capture thresholds and a decrease in sensing. The lead was explanted and replaced.